Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that this type of event can occur. Under warnings, number 6 states, "tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must properly press fit into the host bone which necessitates precise operative technique and the use of specialized instruments." Remains implanted.

Event description:
During a custom hip arthroplasty, the triflanged acetabular component could not be placed in the acetabulum. The component was successfully implanted after additional acetabular bone was removed. There was a two hour delay in the procedure as a result of the event.

Manufacturer narrative:
This report is being amended to reflect additional information. This device is used for treatment. Root cause is attributed to possible user error, as the bone model is marked where one should cut away areas of bone for proper fit.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4).